Event description:
During a lap splenectomy procedure, clips were crossed like scissors. They had to use a new one that worked correctly. There were no adverse consequence to the patient. One device returning.